Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc right ventricular (rv) lead showed a sudden jump in shock impedance values. The values were within the expected range and went to high, out of range. Presenting electrogram appeared clean with no stored episodes other than threshold tests. It was recommended that this patient be evaluated for the cause. The patient was evaluated in the clinic and impedance values went to higher values with isometrics. Also, some muscle noise was observed. When the shock channel was reviewed, no noise was observed. Spring contact issues were discussed. It was recommended to reprogram the impedance alert limit to higher values and continue monitoring the lead. The patient will have an in-office follow up in some months. The crt-d and the rv lead remain in service at this time. No adverse patient effects were reported.